Manufacturer narrative:
From the complainant report, it was noted the manta was deployed at 3.5 cm and following full rotation of the lever while maintaining a 45° angle the physician pulled back, the manta pulled entirely out of the vessel. Manual pressure was applied, a second device was deployed with no issue and hemostasis was achieved. The first device was inspected in the field and was noted that the toggle did not deploy out of the end of the delivery tube; and the physician manually pulled the toggle out. This is likely caused by the toggle being tucked between the carrier tube and the release tube. The risk documentation was reviewed, and this incident is a known risk. The device history was reviewed, and no non-conformities were identified related to this incident. Since the release of this lot, a corrective action has been initiated and executed to prevent this non-conformance from occurring in the future. The occurrence rate of this type of incident remains low indicating an isolated issue and this failure posed no serious injury to the patient.

Manufacturer narrative:
The device will be examined once it is returned. An investigation has been opened to review device history record and risk documentation for the incident.

Event description:
A tavr was performed on (B)(6) 2019. Right femoral artery access was said to be below the inguinal ligament and above the bifurcation. Manta 18f vascular closure device was inserted over the wire and the physician attempted to deploy it at 2.5cm (puncture location depth) + 1 cm (additional 1cm per IFU) =3.5cm (deployment depth). Following full rotation of the handle lever while holding manta at a 45 degree angle, the physician pulled back on the manta. Pulsatile bleeding was seen as the physician pulled back and the manta pulled entirely out of the vessel. Upon inspection the proctor noted that the toggle had not been deployed out of the end the delivery tube. Manual pressure was held on the access site and a second manta was deployed with no issue and hemostasis was successful. Hemostasis was detailed as being 3 minutes from the beginning of deployment of the first device until final hemostasis. Within the three minutes, the time for deployment to hemostasis of the second device was 15 seconds.